Event description:
The user facility reported that during preparation for enteroscopy procedure (before patient was anesthetized), there was a scope connection error (e315) with suspected water ingress. Another similar device was used to complete the procedure. There was a delay of less than fifteen minutes due to the replacement of the device. There was no patient injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to the olympus service center for evaluation. The device inspection and testing confirmed the reported scope connection error (e315) and found it was due to water ingress in the scope connector, which caused an electrical continuity error. A leakage was observed from the venting valve of the scope cover, which led to the fluid ingress and corrosion of the scope connector. Additionally, the bending angulation was found to be out of specification. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Correction to the initial medwatch. The aware date should be (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the corroded scope connector and broken electrical components likely occurred from inappropriate device handling. The specific root cause could not be determined at this time. Users may prevent the suggested event by handling the device in accordance with the following the instructions for use: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.